Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the procedure? (B)(6) 2018. What tissue was the vicryl rapide suture used on? Muscle. Can you identify the lot number of the w9961 vicryl rapide suture? We gave the box of w9961 to rep when they visited the unit. Was additional dissection indicated to remove the needle? Yes. Was the needle removed from the patient? Yes on the 2nd attempt under a general anesthetic . Do you have the needle for evaluation? Given to rep. Was the post op patient care altered due to general anesthetic to remove the needle? Yes, longer stay in hospital. What is the current condition of the patient? Patient is well and was discharged home the day after removal of needle.

Event description:
It was reported that the patient underwent procedure for perineal tear on (B)(6) 2018 and suture was used for internal tissue closure of muscle. As the suture needle was advanced through the tissue, the needle holders slipped and when the midwife tried to remove the needle again, the suture separated from the needle leaving it inside the patient. Attempts to remove the needle under local anaesthetic were not successful. The patient underwent a second attempt under general anaesthetic and the needle was removed. It was reported the patient had a longer stay in the hospital. The current patient status is reported to be well and was discharged home the day after removal of the needle. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/30/2018 device evaluation summary: a partially dispensed suture inside winding former and a paper lid of product code w9961 were returned for analysis. During the visual inspection of the sample, the suture was dispensed and no defects or damaged were observed on the strand; however, the end of the suture was cut appears to be by the use of a surgical instrument, this caused the pull off suture needle. In addition, the needle was not returned. Due to the sample condition, the assignable cause of performance pull off suture needle, suggests an improper handling of the sample. The manufacturing records couldn¿t be reviewed as the batch number is unknown.